Manufacturer narrative:
This report is being supplemented to provide a correction to h4 as this was inadvertently missed in the previous reports.

Manufacturer narrative:
This report is being supplemented to correct to previous supplemental reports aware date (g3). It was reported as may 23, 2023, but should be june 16, 2023.

Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number to (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. Additionally, to provide information received from the customer through follow-up. The customer confirmed the maj-2315 that fell off in the patient's body happen after the design change and it was damaged on the right side. No anti-fog agent was applied to the scope lens and lubricant was used. After attaching the distal cover to the scope, the user did confirm that the cover was not damaged. The user attach the distal cover to the scope and then pulled the cover to make sure it did not come off. The distal cover was pushed firmly until the hook shown in the attached image of the distal ring were fully visible within the distal cover opening. -reconfirmation of complaint event since the actual product has not been returned, it is not possible to confirm the reconfirmation using the actual product. -operation confirmation olympus confirmed the operation by following the pre-use inspection procedure in section 9.3 of the instruction manual using product of the same structure owned by the hinode factory. As a result, it was confirmed that the distal cover did not come off from the tip of the endoscope. (Lot used for confirmation: h2831) -type test when design changes, olympus evaluate the quality of the design change product and verify that "the distal cover does not come off from the tip of the endoscope during use." -supplier investigation the parts supplier performs a sampling inspection on 3 parts for each production lot. After attaching the distal cover, push and pull loads are applied to the distal cover to confirm that there is no damage such as tearing or chipping, displacement of the attachment position, or drop off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the cover was easy to come off the scope by user handling such as the following: -the distal cover overlapped the hook on the tip of the endoscope, and it is possible that the distal cover did not completely get over the hook on the tip of the endoscope. As a result, the attachment was inadequate, and the distal cover was easily removed from the scope. - slight cracks appear due to the load that crushes the distal cover during storage of this product. After that, the rear end of the distal cover cracked due to the load during use, and the fixation with the scope was insufficient, making it easy to come off the endoscope however, the root cause of the phenomenon could not be specified. The event can be prevented by following the instructions for use which state: "see caution column in 7.3 "do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the distal cover and the endoscope. These products may cause cracks of the distal cover." " push the center on the top of the distal cover. Otherwise, it may cause the break of the portion on the distal cover such as the tear off line." -see warning column in 7.3 "detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 7.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." Olympus will continue to monitor field performance for this device.

Event description:
The customer confirmed the condition of the patient was not impacted by the failure and the reported problem did not affect the diagnostic or therapeutic outcome of the procedure. The procedure was one hour and 43 minutes long with no delay in procedure. There were no medical intervention (i.e. Treatment outside the scope of the procedure) required as a result of the reported problem. No other devices were connected to the subject device when the failure occurred.

Manufacturer narrative:
This device has not been returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during therapeutic endoscopic retrograde cholangiopancreatography using this evis exera iii duodenovideoscope and single use distal cover, the distal cover fell off in the patient's mouth after the scope was taken out, and was recovered by the physician's finger. No delay in the procedure. The devices were inspected before use and no abnormalities noted. There were no reports of patient or user harm associated with this event. Patient identifiers: (B)(6) - single use distal cover (B)(6) - evis exera iii duodenovideoscope this report is for (B)(6).